Manufacturer narrative:
A ge service representative performed an onsite investigation. One of the c-arm cables was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system was rebooting itself (shutting down) without command. There is no report of pt injury.